Event description:
Bsc was notified that the guide wire was being used in a case with tortuous anatomy in the left vertebral artery. After manipulation of the wire, the physician noticed the wire not responding to torque input. As the physician tried to withdraw the wire, he then observed the wire would not withdraw into the (prowler) micro-catheter. On seeing this the physician closed the flush on the guide catheter and micro-catheter, and then cautiously removed the entire wire/micro-catheter system. On removal of the prowler micro-catheter, the distal wire tip was still lodged inside the micro-catheter. This was removed from the distal end of the micro-catheter to see where the wire fracture had occurred. The fractured distal segment was approximately 10 cm long. Both the fractured distal segment and the proximal remains were retained.